Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states, ¿loosening and fracture of either the cement or the prosthesis, or both, can occur due to disease, trauma, and inadequate cementing technique, mechanical failure of the materials or latent infection.¿ remains implanted.

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2009. Subsequently, patient underwent an arthroscopic procedure on (B)(6) 2010 due to pain. During the procedure, two loose cement fragments were removed, suprapatellar synovitis was noted and limited synovectomy of the suprapatellar pouch was performed.